Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless cardiac pacemaker implantation after lead extraction in patients with severe device infection. J cardiovasc electrophysiol. 2016;27(9):1067-71.

Event description:
A journal article was received which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article indicated that the system was removed due to ¿severe¿ infection/sepsis; there were also local signs of inflammation, and a possible ¿skin perforation.¿ there was the presence of vegetation as well as seen by the echo-cardiogram. After the removal of the ipg system, the patient then had a trans-catheter pacing system implanted with no further signs of infection. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.